Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha tthe customer received caliboration error alerts on her insulin pump a couple of times. The customer stated that at one time her blood glucose levels were 435 mg/dl. The customer stated that her high blood glucose levels were caused by an occlusion in the tubing or at the insertion site due to blood in the infusion set causing a blockage. The customer was able to treat herself with insulin pump therapy. The customer was not hospitalized. The customer declined troubleshooting. Nothing further reported.